Event description:
In 2009, the pt's school nurse called to report there was a "huge" air bubble in the pt's insulin cartridge. The nurse was able to remove the insulin cartridge and push the air from the system. She was instructed how to reinsert the insulin cartridge and how to prime the infusion tubing. She stated insulin was dripping from the end of the infusion tubing, but there were still air bubbles in the tubing (competitor product). The pt's blood glucose was elevated to 486 mg/dl and the nurse treated the pt with a 6 unit insulin injection. The insulin cartridge and tubing had been in use for 1 day. The adapter has never been changed and she was advised to change it with every 10th insulin cartridge change. The nurse changed the infusion tubing and primed successfully and air bubbles were no longer present. Upon follow up a week later, the nurse stated that the pt's blood glucose was still elevated to 400-500 mg/dl. She stated that the pt has been experiencing elevated blood glucose since switching to different type of insulin. The nurse stated that she changed all of the pt's accessories yesterday and filled her insulin cartridge with another type of insulin. The same day, the pt's father reported that the pt's blood glucose continued to be elevated. He was assisted in programming a 10 unit bolus and insulin dripped from the end of the infusion tubing. He stated that there was a bend in the infusion tubing (competitor product) and he was advised to change the infusion tubing. The pt was sent replacement adapters and infusion sets. Upon follow up the following month, the pt's parents reported that the pt continues to have elevated readings. They were advised by the pt's physician that this is due to puberty and the pt has a cold. The pt's basal rates were adjusted. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.